Event description:
Procedure type: nephrectomy. According to the reporter: the device became severely dull. Another device was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Operating room time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).